Manufacturer narrative:
This event will be updated should additional information become available.

Event description:
Boston scientific received information that during a recent clinical follow-up, high out of range pacing impedances were exhibited with this right ventricular lead. It was additionally reported that over the past year, impedances values had been trending upward, while other lead measurements have remained fairly stable. The physician reported no intervention at this time and would reassess during a subsequent follow-up next month.